Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer experienced an elevated blood glucose (bg) level of 600 mg/dl. A manual insulin injection was administered to address bg.